Event description:
Customer reported that she keeps receiving threshold suspend on the insulin pump. Customer stated that the sensor was reading 52 mg/dl but the reading is not accurate. Customer stated that and hour earlier the sensor showed 74 and her blood glucose was 101 mg/dl. Customer was advised to select suspend or restart basal. She was explained that the threshold suspend limit is set up at 60 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-02464 for sensor.